Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During a preventive maintenance, the field service engineer tried to launch the antivirus scan on the robot, but got an error message. The robot was not scanned. On the laptop, the field service engineer had to use the win64 bit version of the antivirus scan, since there is a 64 bit windows installed. According to the process, there should be used the 32 bit version.

Manufacturer narrative:
A full analysis of the data logs has been performed, this analysis concluded that the antivirus scan could not be performed on the rosa robot because the signature of the antivirus was not supported by the computer most likely due to either its configuration or its the model. A design defect has been created and recorded.

Event description:
During a preventive maintenance, the field service engineer tried to launch the antivirus scan on the robot, but got the attached error message. The robot was not scanned. On the laptop, the field service engineer had to use the win64 bit version of the antivirus scan, since there is a 64 bit windows installed. According to the process, there should be used the 32 bit version.